Manufacturer narrative:
Correction: the physician associated with the event is dr (B)(6).

Event description:
New information states that the patient experienced dizziness.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving an alert. Upon interrogation, the right ventricular lead exhibited high pacing lead impedance. It was noted that the impedance has been rising gradually since the later half of 2017. Chest x ray revealed externalized conductors distal to svc coil. Attempts to produce noise were unsuccessful. The patient will continue to be monitored.